Event description:
Recently a pt was hospitalized with groin pain and underwent a right inguinal herniorrhaphy utilizing kugel mesh. The pt had been afebrile up until the time of operation. Post operatively, the pt began having fevers very soon after the completion of surgery. The pt was found to have necrotizing fasciitis and underwent several debridements. This pt was then transferred to a facility with hyperbaric oxygen capabilities. The hernia repair was routine and there was no break in sterile technique.